Event description:
The pt developed heart failure due to pulmonary pressures and died. The surgeon assessed the heart failure, pulmonary pressures and death as unrelated to viaspan.

Event description:
According to the physician, a total 3 pts from this institution, not 5 as originally reported (this series of 4, plus 1 add'l), experienced adverse events after receiving heart transplants in which the heart was preserved in via span. This pt is therefore, 1 of the 3.

Event description:
Initial notification: 05/31/2000. A pt's heart did not function following a heart transplant in which filtered viaspan was used as an organ preservative. The pt is currently on extracorporeal membrane oxygenation awaiting re-transplant. This is the third of 4 pts reported.